Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that when trying to fill the reservoir with insulin and the insulin would stay in the reservoir it would go back into the vial, so she had to just get another reservoir and it work just fine. Customer advised she wants replacement of reservoir. Customer was advised that we will ship replacement.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.